Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited an extended charge time (CT) of 22.3 seconds. Premature battery depletion was alleged.